Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 373mg/dl and manual injections were administered to address the bg level. Additionally, it was reported an occlusion alarm occurred. Troubleshooting with tandem technical support to determine a possible cause of the occlusion was not performed as the occlusion alarm had occurred with a reused cartridge. The contact reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.